Manufacturer narrative:
The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. However, pump trace download analysis confirmed the pump alarmed unexpected battery power loss or replace battery alert/replace battery now alarm and low battery alert. The power management tool confirmed unexpected battery power loss or replace battery alert/replace battery now alarm and low battery alert due to cracked l7 on the pcba 1.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert with prior low battery alert. Customer stated that the e battery cap was not loose, cracked or damaged. Customer stated that there was second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.